Event description:
It was reported that the defibrillator had a defective therapy capacitor. There was no reported patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced and the device was returned to full functionality. The faulty component has been requested for failure analysis, but it is reportedly unavailable for such. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the defibrillator had a defective therapy capacitor. There was no reported patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced and the device was returned to full functionality. The faulty component has been requested for failure analysis, but it is reportedly unavailable for such. The device remains at the customer site and no further evaluation is warranted at this time.